Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012926807 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, and handle. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90 degrees (°) and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. The following relevant sub-assembly inspection and tests were performed. Observations are listed below: borescope inspection of the sheath revealed delamination of the ptfe sheath liner. In conclusion, the foreign material was confirmed by analysis. The sheath failed return inspection due to delamination of the ptfe sheath liner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, on removal of the catheters from the sheath at the end of the case, the sheath was aspirated and a small article was found in the syringe. The physician was unable to define whether this was clot or fibres from a material in the sheath/catheters. Another manufacturer's mapping catheter was also advanced through the sheath during the case. Heparin was administered according to the patient's weight. Activated clotting time (act) monitoring was conducted throughout the case, and act remained above 400 seconds, indicating excessive anticoagulation. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:pscc100 product type: catheter product event summary: data files were reviewed and analyzed. One returned image from the field showed what seems to be a reddish debris on medical gauze placed inside a container. In conclusion, the foreign material was confirmed by data analysis the product analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.